Manufacturer narrative:
Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The patient's test strips and meter were requested for return. The patient confirmed no test strips are available for return. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter alleged questionable inr results with a coaguchek xs meter serial number (B)(4). The time of sample collection for meter testing was requested but not provided. On (B)(6) 2019, the patient's meter result was 5.2 inr. On (B)(6) 2019, the patient's meter result was 3.8 inr. On (B)(6) 2019, the patient's meter result was 4.1 inr. On (B)(6) 2019, the patient's meter result was 2.8 inr. The patient used a therapeutic range of 2.3- 2.5 inr. The patient's primary care doctor requested that the patient have a therapeutic range of 1.8 inr- 1.9 inr. The patient's cardiologist requested that the patient have a therapeutic range of 2.5 inr- 3.0 inr.